Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was flushed using an in-house syringe and the water was successfully exited out of the distal tip. The guidewire has been inserted into the distal tip and there was difficulty inserting the guidewire due to the kinks but after maneuvering the catheter the guidewire was able to fully advance. On further the balloon was inflated using an in-house presto inflation device and the water starts leaking from the balloon at the proximal glue joint . Under microscopic observation circumferential break was noted on the balloon. No evidence of rupture noted on the balloon on which the device returned for the evaluation. Therefore the investigation for the reported balloon rupture has been inconclusive as the balloon was unable to fully inflated due to the break at the proximal glue joint. The investigation for the identified break has been confirmed as the water starts leaking from the break at the proximal glue joint of the balloon and it was also examined under the microscope. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2022).

Event description:
It was reported that during a procedure, the balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.